Manufacturer narrative:
Based on the claim against the product by the customer noting a sparking, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use with no issue. Arcing was observed to be originated from the instrument jaw and grounded on the pulley cover. When the arcing event occurred, the surgeon was cauterizing with the external generator forcetriad with settings bipolar macro 60 watts. The instrument was connected properly. The instrument was used about two hours prior to the arcing event. Two other instruments fenestrated bipolar forceps and cardier forceps were in use when the arcing event occurred. The instrument tips did not collide with any other instrument or tool during the procedure. The instrument tip was in contact with the tissue when the arcing event occurred. The instrument tip did not touch any staples, clips or sutures while energized. The instrument jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no patient injury. The patient did not return to the hospital for any complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform analysis. The maryland bipolar forceps was analyzed and reported failure was confirmed. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test in all three attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing in all three attempts. The complaint regarding arcing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.